Event description:
The company service representative stated the customer reported a corneal burn which occurred the week before. The customer did not have the specific date and did not know which surgeon was performing surgery at the time. Additional information on the event and patient status has been requested.

Event description:
The physician removed and replaced the multifocal intraocular lens (iol) without complication due to the patient's dissatisfaction with the clarity of the lens. Patient complained his vision was cloudy.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site showed lathe marks that were within specifications for this lens. No defects were observed on the optic surface. The relationship between the device and the adverse event is undeterminable.

Manufacturer narrative:
The lens has not yet been received for analysis. The iol met all specifications prior to release, no additional reports of a similar nature have been received for lenses manufactured in this batch.